Event description:
The atrial lead and device were returned to the manufacturer after a system upgrade, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.